Event description:
No additional information.

Manufacturer narrative:
Two samples and photo received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Characterization testing was performed, silicone is confirmed. Testing was performed on the samples, results verified amount of silicone was with the required limits. A device history review was performed for reported lot 2339640, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2339640 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes had visible droplets in the syringe barrel. The following information was provided by the initial reporter: "bd 20 ml syringe luer-loc tip has drops of fluid in syringe barrel. Lot # 2339640 exp. Date 2027-12-31 2 syringes given to kimberly funaro for follow up. Lot pulled in MRI scan room." Additional information received on 28-nov-2023 there was no patient impact.